Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured on the suture line area. While we are unable to conclusively determine a root cause, each btt goes through a full inflation/deflation inspection prior distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro btt short port burst. An accessory kit was used to complete the case. The hospital did not report any pt effects.